Manufacturer narrative:
On 26-feb-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was char located at the tip of the electrode. During the procedure, the medical team noted impedance spikes on the generator. The settings were as follows: power control mode was being used with cut off thresholds of 40*c and with a max impedance of 250 ohms. However, the temperature and impedance mid-procedure exceeded those parameters (35 power, 47*c, and 265 ohms). The physician pulled out the catheter was an excessive amount of char was discovered on the catheter. When the catheter was replaced, the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature, impedance and pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed char/thrombus residues attached to the dome severely occluding the irrigation holes. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed; however, low power was detected. Afterward, a pump and pressure gage test was performed and the device was found occluded. A manufacturing record evaluation was performed for the finished device 31195894l number, and no internal actions related to the reported complaint condition were identified. Since excessive char/thrombus was found occluding the irrigation holes in the dome, this failure could be related to the issues reported by the customer. Char is a physical phenomenon of rf (radiofrequency), and it can be the normal result of the ablation process. The instructions for use contain the following recommendations: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was char located at the tip of the electrode. During the procedure, the medical team noted impedance spikes on the generator. The settings were as follows: power control mode was being used with cut off thresholds of 40*c and with a max impedance of 250 ohms. However, the temperature and impedance mid-procedure exceeded those parameters (35 power, 47*c, and 265 ohms). The physician pulled out the catheter was an excessive amount of char was discovered on the catheter. When the catheter was replaced, the procedure continued. No patient consequences were reported.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).